Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 2 years and 5 months after the dental implant was installed in intraoral region #13 it was verified its loss of osseointegration. 50 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii). The patient presented infection.